Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other related reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain and no bone ingrowth on cup. Grey gel-like material was noted on the femoral head. Also noted was black staining and pitting on the sleeve. The stem was covered in black sooty material. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.